Event description:
Patient had revision total right hip arthroplasty surgery for removal of a fractured wright medical advanced profemur z femoral component. Device had been implanted (B)(6) 2005. Physician post operative notes in medical record state: displaced metal fatigue stress fracture modular neck. Device sent to pathology.